Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. The device was not available for return.

Event description:
It was reported to nevro during a routine follow up call that a patient had acquired an infection and the device was explanted. The patient was hospitalized and was given IV antibiotics. There was no report of further complication.